Event description:
The user facility, (B)(4), alleges the ventilator stopped cycling while attached to a pt. The ventilator was returned to (B)(6) for repair. No known adverse health consequences to the pt.

Manufacturer narrative:
Smiths medical pm, inc. Imports the ventilator from smiths medical international, ltd. (B)(4). Smiths medical pm, inc. Kits a pt circuit and regulator and packages it with the ventilator, therefore, smiths medical pm, inc. Is reporting as the MFR. Smiths medical pm, inc. Was notified of the issue by (B)(6), a contract biomedical engineering company that services the equipment for (B)(4). (B)(4) sent the ventilator to (B)(6) for servicing after the issue allegedly occurred. (B)(6) provided smiths medical pm, inc.'s request for add'l info to (B)(4). No add'l info has been provided by (B)(4) at this time. (B)(4) requested that the ventilator be returned to them from (B)(6) without it being repaired. The ventilator is currently in route to smiths medical pm, inc. Technical service for evaluation.